Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Additional information received from the user facility states that the connections were inspected and found to be secured (except the loose camera port). The settings were checked and found to be correct. There was no cable damage. There was no residue or other types of foreign objects on the electrical contacts.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that it was confirmed from the following when inspected the device, it was found that the camera port is loose. The video system/light source was connected correctly. Video system center and mobile workstation/monitor were on. The connection was inspected and found to be fixed (except for loose camera port). The settings have been verified and found to be correct. The cable was not damaged. There were no foreign objects or other types of foreign objects at the electric contact point. Camera socket is loose and becomes intermittent image.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation noted that the device required a software update. A new device switch was installed. The loose socket and intermittent image was attributed to a worn out video connector.

Event description:
The service center was informed that during reprocessing, the device was noted to have an intermittent image. There was no patient involvement reported.